Event description:
Additional information was received that the device was reprogrammed. Undersensing episodes were still present after the reprogramming. Technical services was contacted and provided additional reprogramming recommendations. The device was then reprogrammed to resolve the event.

Event description:
During a remote follow-up, undersensing episodes were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable with no consequences.